Event description:
It was reported that during a routine follow-up visit of an asymptomatic patient, intermittent loss of capture and varying thresholds on the right ventricular lead were noted. The device output was increased and capture could be observed. Plans were made to perform x-ray imaging.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.